Event description:
The patient was revised on (B)(6) 2022 due to patient state. Approximately 3 years after the first surgery. The surgeon explanted 1 stem ø36, 1 humeral cup 36+3, 1 glenoid baseplate ø24, 1 centered glenosphere ø36, 2 locking screws (25, 20) and 1 standard screw (25).

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.